Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Customer reports she has to press the plunger on the softclix plus lancet several times to get a blood sample, and the needle is not retracting back into the device. Customer states she noticed the malfunction 3 weeks ago. The customer did not provide the location where the malfunction occurred. No accidental needle stick occurred, but customer states the needle would cut across her skin as opposed to pricking her finger, which was painful. No medical treatment required due to lancet cutting her finger. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number unknown.